Event description:
It was reported that the water lines on the cardioplegia side of the hcu30 were inadvertently placed on the hls set. When the pt was placed on support the pt was inadvertently cooled which resulted in fibrillating the pt. The pt was resuscitated and the corrected lines were placed correctly on the hls set. The pt was then rewarmed. (B)(4). Please refer MFR report # 8010762-2014-00013.